Manufacturer narrative:
An event regarding pain and a loose stem was reported. Corrosion on the returned femoral head was confirmed. Method & results: visual inspection was performed as part of the material analysis report (mar). Dark adhered debris and surface texture variations were observed within the taper junction region of both devices." The mar concluded that there was "no material or manufacturing defects were observed on the devices examined." A medical review was performed and concluded: "as such is any elevated corrosion process secondary to the stem loosening and not vice versa. With regard to the cause of the stem loosening we are still in the blind. The current new mar info does not add anything to understand why the stem failed in the first place. So, lack of adequate info remains a handicap to solve this case." Device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and concluded that there was no material or manufacturing defects were observed on the devices examined. The exact cause of the event however could not be determined based on the information available. Additional information, including progress notes and further x rays are needed to fully investigate the event. If further information becomes available investigation will be re-opened.

Event description:
The dr was performing a bursectomy, due to the patient complaining of hip pain, after exchanging the poly the dr pulled on the stem and realized it was loose. He then extracted the stem and reimplanted an accolade 2.